Manufacturer narrative:
The directions for use states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient failed to charge the device as recommended. As a result, the patient underwent surgical intervention on (B)(6) 2021, wherein the ipg was explanted and replaced. Effective therapy was established, post-operatively.